Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the stroke cannot be determined; however, in addition to the procedure itself, the patient¿s female gender and comorbidities (e.g. Diabetes, carotid artery disease, htn) could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Later in the day after a successful transapical tavr procedure, the patient exhibited right-sided weakness, and right-sided facial deviation, and was diagnosed with a stroke. Post procedure the patient was transferred to the ICU with vent support as well as pressor support. Later that day, a code stroke was called as a result of the patient having right-sided weakness, and right-sided facial deviation. CT scan showed acute ischemic left temporoparietal and occipital lobe. Neurology and neurosurgery were consulted. The patient was placed on appropriate medical treatment. She was not a candidate for tpa because she had just undergone tavr. Supportive care was maintained in the ICU. However, the patient became septic. Three days post procedure the patient went into complete heart block, which proceeded to asystole. Acls protocol was followed, and there were 2 episodes of return of spontaneous circulation. The duration of the code was 15 minutes. The patient¿s family and the physicians agreed to terminate the code, and the patient expired.